Event description:
The pt reported her ipg is sticking out and causing discomfort. Pt denied any weight loss and stated the discomfort is worsening over time. The pt was advised to consult with her physician.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.